Event description:
Procedure type: low anterior resection. According to the reporter: when the anastomosis was performed only one donut was found on the gun, the other donut was still attached to the anastomosis by a small piece of tissue. Although the anastomosis looked well, the surgeon wanted to do the anastomosis again. Another instrument of the same type was used to complete the procedure. No pt injury was reported. The pt is in well current condition.

Manufacturer narrative:
Initial report sent: 08/28/2008.